Event description:
It was reported that customer experienced cgm error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, confirmed that error did not reappear, and successfully started new sensor session; no additional actions were reported.